Event description:
It was reported that the patient presented via a remote transmission showing the device exhibiting non-sustained right ventricular over-sensing due to post-paced t-wave over-sensing. Programming changes were discussed but not made at this time. No patient symptoms were reported.

Event description:
New information was received indicating that the patient presented to the clinic and device reprogramming was made.